Event description:
Caller reported a malfunction on pump. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace pump, confirmed shipping details, and instructed caller on storage mode for return. Associated actions included using mdi as backup therapy and detailed steps upon receiving replacement pump were provided.